Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ba clofen at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient had a pump pocket revision on (B)(6) 2018 to place the pump deeper into the right lower quadrant. However, a nurse discovered during a recent pump fill (relative to (B)(4) 2018) that the pump was no longer in the pump pocket and had possibly migrated into the peritoneum, which was confirmed during explant. Complete explant of pump and catheter was done to resolve the issue. No damage was noted by the hcp to any surrounding tissues or organs as a result of migration. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.